Event description:
It was reported the programmer does not power up. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis could not confirm the initial report, the device powers up normally. It was also noted that the electrocardiogram (ECG) connector was loose, the device would not read disks, there were broken tabs on the power cord bay door, the stylus was missing, the printer drawer was broken, the system fan was noisy, the lower case was broken, and the keyboard was missing screws and a cover.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.